Event description:
Dental highspeed handpiece head overheated during routine dental treatment, resulting in a burn to patient's lower right lip.

Event description:
Additional information received for report mw5163496 on 12-16-2024. Additional b5 text, manufacturer info., and photos. Dental highspeed handpiece head overheated during routine dental treatment, resulting in a burn to patient's lower right lip. Handpiece overheated during patient care, likely from inadequate lubrication or motor failure. Patient's circumoral area burned. Handpiece was removed from circulation and recommended for replacement. In addition to the above summary, cpt (B)(6) states," when performing dental restorative procedure, patient said they felt pinching sensation lower right lip. Provider stopped the procedure and noticed the high-speed handpiece head was overheating. Patient sustained a burn injury lower right between gums and cheek.". He also verified that the incident occurred on (B)(6) 2024 in a dental treatment room. He stated that the patient required a "wach ER visit due to pain and three additional dental appointments at (B)(6) for follow up, including analgesics and antibiotics." Cpt (B)(6) believes that the incident resulted from "material (high speed handpiece) failure as handpiece is designed to not dissipate enough heat to cause injury." They have not had a similar issue with this item before. A complaint has been filed with the manufacturer by mr. (B)(6), complaint control# (B)(4). Cpt (B)(6) verified that a medwatch report was submitted to the FDA. Mr. (B)(4) verified that in the last 5 years, they have received eight complaints of similar events. He also stated, "as for the investigation upon receipt of the item it will be sent for evaluation."

Event description:
Handpiece overheated during patient care, likely from inadequate lubrication or motor failure. Patient's circumoral area burned. Handpiece was removed from circulation and recommended for replacement. Additional information received for report mw5163496 on 01-21-2025. Additional documents and updated procode (e2). Summary of complaint: per sf 368 submitted on 11/14/2024, ¿handpiece overheated during patient care, likely from inadequate lubrication or motor failure. Patient's circumoral area burned. Handpiece was removed from circulation and recommended for replacement.¿ findings of the investigation: this complaint was sustained as category ii. Cpt (B)(6) states,¿ when performing dental restorative procedure, patient said they felt pinching sensation lower right lip. Provider stopped the procedure and noticed the high-speed handpiece head was overheating. Patient sustained a burn injury lower right between gums and cheek.¿ he also verified that the incident occurred on (B)(6) 2024 in a dental treatment room. He stated that the patient required a ¿wach ER visit due to pain and three additional dental appointments at (B)(6) for follow up, including analgesics and antibiotics.¿ cpt (B)(6) believes that the incident resulted from ¿material (high speed handpiece) failure as handpiece is designed to not dissipate enough heat to cause injury.¿ they have not had a similar issue with this item before.